Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the issue with the meter started at 8:45-9pm on (B)(6) 2015, when he obtained alleged inaccurately high blood glucose results of 187 mg/dl and hi on the subject meter compared to 33 mg/dl on an acccu-chek meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He claimed that an unknown time after the start of the alleged issue, he developed symptoms of sweating, shaking [and] faint the denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The cca also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips were tested and the primary complaint was not confirmed. However a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.